Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 423 mg/dl at the time of the incident. The customer stated that the insulin pump failed battery test. It was reported that every time the customer change the battery it does not turn on anymore. The customer stated that the contacts were neither missing nor damaged. The customer did not receive failed battery test. The insulin pump will not be returned for analysis.